Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; 407658 lead, implanted: (B)(6) 2006; 407652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was oversensing noted. The event was noted to be related to the rv (right ventricular) lead. The post-pace decay was reprogrammed, the event resolved without sequelae, and the lead remains in use. The lead was noted to be part of the product surveillance registry. No patient complications have been reported as a result of this event.